Event description:
Implant didn't achieve osseointegration, preceding/simultaneous bone augmentation, abscess, inflammation. 1st follow-up on 19.4.24 everything ok, on (B)(6) 24 swollen cheek with pus. Implant was without liquid.